Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it was confirmed the nozzle was clogged with yellow solid foreign matter and white fibrous foreign matter. The nozzle was not deformed. The user performed reprocessing according to french standards and instructions for use. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the evis exera iii gastrointestinal videoscope air channel is clogged with foreign material. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was not confirmed. However, foreign material composed of a solid yellow material and white fibers were noted. Furthermore, bending section cover glue worn, insertion tube wrinkled near the glue, bending angulation out of specifications, keytop 1 rubber perforated, universal cord buckled, bending command unit leak, light guide lens stained, labeling detached, and connector scratched were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.